Event description:
Customer reported four (4) erratic erroneous patient results for multiple chemistries which include calcium (ca), magnesium (mg), glucose (glu), albumin (alb), blood urea nitrogen (bun), and carbon dioxide (co2) on their dxc 700 au clinical chemistry analyzer. The customer did not provide demographic or patient data. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and observed detergent foaming. The fse determined that the pump was defective. The fse replaced the diluted detergent pump to resolve the issue. Performed system verification successfully without further issues. The analyzer returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).